Manufacturer narrative:
The reported complaint was confirmed. The srt replaced both pressure transducers on the o2 and air side of the epgs. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the electronic patient gas system (epgs) oxygen (o2) analyzer failed calibration with a 'service gas system' message displayed on the central control monitor (ccm). There was no patient involvement.